Event description:
Per st. Jude medical, this lead was capped due to high impedance measurements. The lead remains implanted at this time. Should additional info become available this file will be updated.